Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock lead impedances (sli) measuring 133 ohms. Boston scientific technical services reviewed the year trend and it was noted that sli have been fluctuating with the highest value measuring at 135 ohms additionally, overall year trend there has been a subtle climb. The health care professional (hcp) will continue to monitor and will change the alert limit from 125 ohms to 150 ohms. At this time, this rv lead remains in service. No adverse patient effects were reported.